Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was 150 lbs. The cause of the catheter leakage was not determined.

Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6)2011 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 1500mcg/ml for a total dose of 274.8mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2017 during routine a catheter access port (cap) dye study; that was always done in preparation for pump replacement; scant cerebrospinal (csf) flow was noted with no visual catheter disruption. It was noted there was a small leak in the catheter at the flank with high pressure injection. The decision was made to replace the catheter at the same time as the pump. The device diagnosis was catheter leakage. The entire catheter was explanted/replaced on (B)(6) 2017 and was returned. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.